Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital due to a vibratory alert. Upon interrogation, the lead exhibited low impedance and a malfunction that prevented therapy from being delivered. The lead was capped and replaced on (B)(6) 2015. The patient was doing well.